Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient complained of glare and halos one day post lasik. Rainbow glare around lights was noted. Corneas were clear. At last follow up, rainbow glare was since present. The patient continues to be followed. There are multiple related reports for this facility. This report addresses the patient (B)(6) right eye and other manufacturer reports will be file.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfile showed multiple successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. For the right eye, the logfiles showed that the beam control check was performed approximately thirty minutes before the procedure. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. The root cause could not be identified conclusively. The product was found to be within specifications. The manufacturer internal reference number is: 2020-12564.